Manufacturer narrative:
Investigation ¿ evaluation cook was notified of a type 3a endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: (B)(6)) that was placed on the patient¿s right. The patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2025 under general anesthesia. During the procedure, the patient had the following devices placed: celiac artery: a competitor's stent measuring 7 mm in diameter and 27 mm in length was placed. Celiac artery: a competitor's stent measuring 6 mm in diameter and 40 mm in length was placed. Superior mesenteric artery (sma): a competitor's stent measuring 9 mm in diameter and 27 mm in length was placed. Left renal artery: a competitor's stent measuring 6 mm in diameter and 22 mm in length was placed. Right renal artery: a competitor's stent measuring 8 mm in diameter and 22 mm in length was placed. William cook australia, zenith fenestrated graft, custom-made device (cmd) from (rpn: fen-thoraco-abdominal-graft) was placed. William cook australia, zenith branch endovascular graft iliac bifurcation, (rpn: (B)(6)) was placed on the right. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: (B)(6)) was placed on the left. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: (B)(6)) was placed on the left. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: (B)(6)) was placed on the right. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: (B)(6)) was placed on the right. Side branch catheterization and placement of all bridging stents were successful. No additional procedures were performed during the cmd procedure. The patient did not have any significant medical problems or complications during the cmd procedure. During the cmd procedure, the estimated blood loss was 2500 ml. The patient was given one unit of packed red blood cells during the procedure. A procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. No endoleaks were present. At discharge, the patient was prescribed acetylsalicylic acid (asa) and clopidogrel. The patient was discharged home. Follow up imaging in the form of a computed tomography (CT) scan with contrast was completed on(B)(6) 2025, four days post procedure. No occlusion or stenosis greater than 50% or occlusion was noted in the celiac, sma, right renal, or left renal arteries. A type 3a endoleak was present between the iliac branch device and the iliac limb on the right side. No secondary intervention was completed to address the endoleak. The maximum diameter of the diseased aorta (outer wall to outer wall) was 67 mm. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. A one month follow up clinical assessment was completed on (B)(6) 2025, six days post procedure. The patient¿s current medications included acetylsalicylic acid (asa), an anticoagulant, and a statin. On (B)(6) 2025, 40 days post procedure the patient was hospitalized. On (B)(6) 2025, 41 days post procedure, imaging was completed and identified a type 3a endoleak. A secondary intervention was completed. During the procedure, percutaneous balloon angioplasty and stent placement in the right renal artery as well as stent placement in the right common iliac artery was completed. The secondary intervention was considered successful. The patient was discharged on (B)(6) 2025. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned to cook for investigation. However, imaging was provided and was reviewed by a vascular surgeon. The image reviewer confirmed there was a type 3a endoleak between the right iliac leg graft and the zenith branch endovascular graft iliac bifurcation device placed on the patient¿s right. It appeared that inadequate between the zsle and the iliac branch device occurred. The image reviewer confirmed that a type 3a endoleak on day 4 post op from the right iliac leg graft ((B)(6)) and the zenith branch endovascular graft iliac bifurcation. The imaging of the reintervention to address the type 3a endoleak was not provided. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one device that did not pass quality control inspections. However, it was re-worked and reinspection prior to release from cook. It should be noted that this device is supplied via a one-device lot. Therefore, cook concludes that the complaint device was manufactured per specification. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. Theses sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system component, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events claudication (e.g., buttock, lower limb) endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion surgical conversion to open repair. 7.1 individualization of treatment additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) patient¿s suitability for open surgical repair patient¿s anatomical suitability for endovascular repair patient¿s ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 8 patient counseling information all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that the regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the associated risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 3a endoleak on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg occurred. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The left and right vertebral arteries were patent. The aortic valve was native, and the aortic arch was not a bovine configuration. The maximum diameter of the diseased aorta on centerline was 65 mm the intended proximal seal was zone 5: mid descending aorta to celiac the left intended distal landing zone was zone 11: external iliac artery. The patient underwent a procedure on (B)(6) 2025 under general anesthesia. The patient was not prescribed antiplatelet medication therapy at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. An endovascular iliac conduit was not performed at the time of the procedure. The patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2025. During the procedure, the patient had the following devices placed: celiac artery: a competitor's stent measuring 7 mm in diameter and 27 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined with a bare metal stent. The stent was extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 6 mm in diameter and 40 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 9 mm in diameter and 27 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 6 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 8 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. A custom-made device (cmd) from william cook australia, zenith fenestrated graft, (rpn: fen-thoraco-abdominal-graft) was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the fenestrated thoracic abdominal cmd device were experienced. The delivery and deployment of the fenestrated thoracic abdominal cmd device was considered successful. William cook australia, zenith branch endovascular graft iliac bifurcation, (rpn: zbis-10-45-41) was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-20-39-zt) was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-24-56-zt) was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-13-56-zt) was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-13-39-zt) was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Side branch catheterization and placement of all bridging stents was successful. No additional procedures were performed during the cmd procedure. The patient did not have any significant medical problems or complications during the cmd procedure. Ancillary cook devices were used during the procedure. The devices successfully access the target vasculature and performed as intended. No device deficiencies were identified involving the cook ancillary devices. During the cmd procedure, the estimated blood loss was 2500 ml. The patient was given one unit of packed red blood cells during the procedure. Total contrast volume used during the procedure: 112 ml contrast dose: 1.1 ml/kg, fluoroscopy time: 50 minutes, total gray used: 4605 mgy, total dose area product: 331 cgycm2, fusion was used during the procedure. Rapid pacing cardiac output reduction was used during the procedure. No carbon dioxide flushing or neuromonitoring were used during the procedure the proximal seal zone was the native aorta. Procedural time (24-hour clock): time arrives in room: 08:50 time of first incision or arterial puncture: 09:18 time of last access closure: 14:00 time leaves room: 14:20 duration of procedure (from first incision to last access closure): 282 minutes. A procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. No endoleaks were present. The patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. A spinal drain was not placed. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa) and clopidogrel. The patient did not have any significant medical problems or complications after the cmd procedure or before discharge. The patient was discharged home. A one month follow up clinical assessment was completed on (B)(6) 2025, six days post procedure. The left and right ankle brachial index was not assessed. The patient¿s current medications included acetylsalicylic acid (asa), an anticoagulant, and a statin. Follow up imaging (computed tomography (CT)) was completed during the visit. Blood tests were not completed during the visit. Follow up imaging in the form of a computed tomography (CT) scan with contrast was completed on (B)(6) 2025, four days post procedure. No occlusion or stenosis greater than 50% or occlusion was noted in the celiac, sma, right renal, or left renal arteries. A type 3a endoleak was present between the iliac branch device and the iliac limb on the right side. No secondary intervention was completed to address the endoleak. The maximum diameter of the diseased aorta (outer wall to outer wall) was 67 mm. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. On (B)(6) 2025, 40 days post procedure the patient was hospitalized. On (B)(6) 2025, 41 days post procedure, imaging was completed and identified a type 3a endoleak. A secondary intervention was completed. During the procedure, percutaneous ballon angioplasty and stent placement in the right renal artery as well as stent placement in the right common iliac artery was completed. The secondary intervention was considered successful. The patient was discharged on (B)(6) 2025. The focus of this report is the type 3a endoleak that occurred on the zsle-13-56-zt.